Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate this device has not been returned to zimmer for service since its purchase in 2009. A visual inspection found that the device had a loose control bar and a worn reciprocating arm. In addition, the device was found to be out of calibration. The cause of the reported issue is due to the damaged parts and the device was out of calibration. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome handpiece was taking too thin of a graft. Additional clinical follow up information received on 02/03/2011 from the hospital indicated that an additional graft was harvested to complete the surgery.